Event description:
Additional information was received from the manufacturing representative (rep). Rep reported that cause of low impedance during operation was unknown. Manufacturing representative reported that no other actions will be taken at this time.

Manufacturer narrative:
Continuation of d10: product ID 3389s-40 lot# va0nk51. Implanted:(B)(6) 2014: product type lead product ID 3708660. Serial# (B)(6). Implanted: (B)(6) 2014: product type extension product ID b35300. Serial# (B)(6). Implanted: (B)(6) 2025: product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3708660 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2014. Product ID b35300 (B)(6); product type: 0197-implantable neurostimulator; implant date (B)(6) 2025. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3389s-40 (lot: va0nk51); product type: 0200-lead; implant date (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra- and post-op impedance checks showed a sporadic low impedance issue at only the 8/11 contact combination. This showed after the lead retraction procedure when tested with both the old and the new, replacement generator. The low impedance results were sporadic. It showed on some checks, and on other checks the 8/11 combo tested fine. Nothing could be done to resolve this issue during the procedure. It is unknown if the issue has been resolved yet.